Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found there was no video with olympus 180 series scopes. Troubleshooting using the test patient board set was completed and it was found that unit test patient board was defective, the video socket connecter had a defective locker, it didn¿t secure the scope video cable due to wear. Additionally, the front panel was discolored, as were the chassis feet, the label was faded and could not be read. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii video system center had image issues with no error message. The video system was not allowing live images and was showing dark grey images. The issue was found during a diagnostic endobronchial ultrasound (ebus) procedure looking to diagnose cancer. The first half of the procedure, a bronchoscopy, was completed; however, the ebus part of the procedure was cancelled and rescheduled for a later day in the week. There was no reported patient harm or impact due to this event.

Event description:
The customer confirmed the reported problem did not affect the diagnostic or therapeutic outcome of the procedure. No medical intervention (i.e. Treatment outside the scope of the procedure) required as a result of the reported problem.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction to the initial with information inadvertently left out. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely the phenomenon "no video with 180 scopes" occurred due to the failure of the patient board set. However, the root cause of the phenomenon could not be identified. Olympus will continue to monitor field performance for this device.